Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 32 mmol/l at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. It was not confirmed whether the auto mode feature was active at time of high blood glucose event. No further complications were reported. The customer will continue to use the product.